Manufacturer narrative:
The primary di and production identifiers of expiration date and lot number were not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a pessary, the string separated from it. After 2-3 days, she had her doctor remove the bladder support. She experienced vaginal odor and was prescribed a vaginal suppository. The odor resolved and she did not experience any further symptoms.